Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a recurring blank display. The customer's blood glucose level was unknown at the time of the incident. During the initial call regarding blank display, customer was advised that a replacement battery cap will be sent. The customer was assisted with troubleshooting and the display did return. Customer called back and reported that the insulin pump had a blank display again. Customer was advised that she will be contacted regarding replacement options. Insulin pump is expected to return for analysis.